Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, de novo right coronary artery (rca) the 2.5 x 38 mm xience alpine stent delivery system (sds) was advanced in the anatomy but could not cross the lesion. The sds was removed without reported issue. A 2.5 x 23 mm xience alpine sds was inserted outside the anatomy over the guide wire when the shaft at the guide wire exit notch was noted to be kinked. The device remains in one piece without separation/detachment and was removed without issue. A guideliner and 2 unspecified guide wires were inserted and advanced inside the copilot. It was noted after placement and prior to additional stenting staining and a vessel perforation occurred. A 2.8 x19 mm graftmaster was attempted for treatment but it did not cross the perforation and was removed. Multiple xience alpine stents were deployed for treatment of the mid rca vessel as 2.5 x 23 mm, 2 each 2.5 x 15 mm, 2 each 2.5 x 18 mm. It was noted that the distal rca vessel had sluggish distal flow but was not treated. The procedure was concluded with a good result. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide cath: guideliner; rhv: copilot, tuohy-borst. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.